Event description:
The line was inserted in 2004. Pt developed a red streak along the catheter track. Warm compresses were applied, ibuprofen given. Pt had pain along catheter track. Line pulled next day.